Event description:
Rptr is an orthopedic surgeon who has been doing carpal tunnel surgery for many yrs. He habitually has closed the subcutaneous tissues of the hand and distal forearm with 3-0 plain gut suture. In the last two months, rptr has had pts reject cat gut suture post-op. This is the first time rptr has had this happen in 15 yrs. This coincided with the hosp switching suppliers. Rptr has had three pts, particularly. One is a 74-yr-old male. He underwent carpal tunnel surgery on 11/19/93. Four wks post-op he rejected a plain gut suture. This was treated appropriately. Five wks post-op he rejected another one. Today, he has not rejected any. A second pt is a 41-yr-old woman. She underwent carpal tunnel surgery on 12/3/93. So far, she has rejected four subcutaneous cat gut sutures of the same brand. A third pt, is a 39-yr-old male who underwent carpal tunnel surgery 12/3/93. He did not have any rejection process, but did have subcutaneous erythema and irritation. All three of these pts underwent identical closure. Rptr is particularly concerned about the overt rejection process, since he has never experienced that before with plain cat gut used from a different MFR. The fact that three pts had similar problems in such a short time makes him question the item. All three of these closures were accomplished with this co's plain 3-0 cat gut suture on a gs 23 taper needle. This was returned to the MFR in early 1/94.